Event description:
It was reported from the hcp that a 45 year old female patient was implanted with strattice device (B)(4) on (B)(6) 2021 and has an infection in the right breast. The hcp is planning on a delayed reconstruction to allow healing. Explant surgery occurred on (B)(6) 2023 and the device was discarded. No other information was reported. This record is associated with the right side/device 2. This is the same event and the same patient reported under MDR # 1000306051-2023-00167 (abbvie complaint # (B)(4).

Manufacturer narrative:
A review of the device history record for strattice lot sp200246 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. Reason for reoperation: "infection". This is a known potential adverse event addressed in the product labeling. The event of "infection" is a physiological complication and analysis of the device generally does not assist lifecell in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.